Event description:
Minicap extended life pd transfer set with twist clamp malfunctioned post peritoneal dialysis treatment. Patient was unable to disconnect from dialysis machine. Transfer set mechanism separated at point of contact with patient line making it impossible to twist off connecter port on patient line. Patient doing home therapy closed transfer set and cut patient line from machine and came to the hospital. Was seen in peritoneal dialysis clinic and transfer set was replaced. Patient was not able to complete last drain until transfer set was changed, so there was an extension of 2 hours in prescribed dwell time.